Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with endocarditis that would not resolve. Infection was not thought to be due to ICD or lead as the main vegetation was on the aortic valve. No secondary infection noted through echocardiogram. It was unknown if the infection was related to the implant procedure. System extraction went smoothly without complications. Patient was stable. Related manufacturer reference number: 2017865-2020-14528.